Manufacturer narrative:
An error was displayed on the screen.

Event description:
Philips received a complaint on the device efficia dfm100 indicating that an error was displayed on the screen. The details of patient involvement are unknown. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating that there was an error 03020016. The device was in use at the time of the event, however, there was reportedly no patient harm. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The fse evaluated the device on site and examined the software error log and detected that error 03020016 appeared several times. The defibrillator was updated to the last revision and several functional tests were performed without any further problems. This will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was confirmed to be operating per specifications, and no failure was identified after functional tests were performed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.